Event description:
It was reported that during a procedure of the moderately calcified, moderately tortuous, left anterior descending (lad) artery, after rotablator intervention, the sion blue guide wire was positioned in the vessel and an unspecified balloon dilatation catheter was used and removed from the anatomy without issue. The guide wire was attempted to be retracted but met excessive resistance from the anatomy and could not be removed. A non-abbott guide catheter was advanced over the guide wire in an attempt to push past the guide wire and dislodge/remove it, but was unsuccessful. The guide catheter became deep seated in the lad, resulting in a vessel dissection. An unspecified stent was used as treatment, completing the procedure. The guide wire was forcefully pulled from the anatomy and removed in one piece. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The sion blue is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the guidewire was not returned for investigation. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Based on the provided information, it is inferred that the reported difficulty, removing the guide wire, was due to the distal end being trapped in the anatomy. The reported vessel dissection is suspected to be from the manipulation given to the guide catheter from excessive force. It could not be determined whether or not, or how, the guidewire caused or contributed to the event. All shipped products are inspected in the production process for meeting the product specifications and release criteria. There is no indication of a product deficiency. The instructions for use (IFU) warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. Removal difficulty of the guide wire is listed as a possible malfunction and adverse event. An unused representative sample with the same part and lot number were returned for evaluation. There is no indication of a product deficiency. Should the analysis of the returned unused devices identify a potential deficiency, a follow up report with all additional relevant information will be submitted.